Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was damaged. There was no reported patient injury. A retrograde approach was used following an interventional coronary procedure. The deployer¿s mynx training status was certified. The type of vessel was an arterial. The stick location was the femoral artery. Hemostasis was achieved with manual compression less than 30 minutes. The patient's hospitalization was extended as a result of the event and the patient recovered. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was disengaged to the black handle with the stopcock open, and the sealant sleeve was fully pushed back. It was observed that a portion of the outer cartridge tubing was damaged/unraveled, approximately 20 mm from the distal end of the shuttle cartridge, turning side way as received. There was sealant residue observed stuck around the outer cartridge tubing side slit, exposing it to blood. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. The condition of the returned device indicates a complete removal of the device. Per functional analysis, without the return of a complete device, a complete functional testing could not be conducted. Per microscopic analysis, the distal end of the outer cartridge tubing was damaged/unraveled, and some sealant residue was observed stuck to outer and inner of the outer cartridge tubing side slit, exposed to blood. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the cartridge tubing, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was damaged (additional information was received, and the distal end of the outer cartridge tubing was damaged/unraveled, and some sealant residues were observed stuck to outer and inner of the outer cartridge tubing side slit, exposing to blood). Therefore, hemostasis was achieved with manual compression less than 30 minutes. There was no reported patient injury. A retrograde approach was used following an interventional coronary procedure. The deployer¿s mynx training status was certified. The type of vessel was an arterial. The stick location was the femoral artery. The patient's hospitalization was extended as a result of the event and the patient recovered. The device will be returned for evaluation. Additional procedural details were requested but are unknown.